Event description:
The ge oec 9800 fluoroscopy system was reported to be out of regulatory compliance for radiation output.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system was functioning with in regulatory guidelines, however, system output was adjusted down to satisfy the customer. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.